Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a caregiver requested a report for low glucose events and stated that recent hypoglycemic episodes were not fully reflected in the ilet mobile and web reports, while the agent could see one low event the same day and provided education on report access and ilet insulin scaling behavior. Symptoms included hypoglycemia requiring oral carbohydrate treatment. Outcomes included self-treatment with oral glucose and no hospitalization. Investigation included review of available device data by the agent and provision of troubleshooting and education. Investigation of this case revealed no confirmed device malfunction, with reporting discrepancies limited to visibility of certain low events and with the device reportedly continuing insulin delivery during lows while the caregiver paused insulin. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.